Event description:
It was reported the pt experienced symptoms of an increase in pain. Telemetry logs indicated a motor stall occurred with no recovery and a "stopped pump period may exceed tube set" error message. No volume discrepancies were noted until the motor stall occurred. The critical motor stall alarm was active. The device was replaced. The drug in the pump was morphine tartrate at a concentration of 40 mg/mls and a dose of 5 mg/day. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.